Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed; however, the cause of the alarm was isolated to an issue with the returned centrimag console (serial number (B)(6)) and has been addressed via the console¿s investigation. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended throughout all testing, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be correlated to an issue with the centrimag motor. Review of the device history record for the centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M, section 4 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an audible and visible s3 alarm. The alarm was silenced and would not resolve. The patient was switched to the backup centrimag. Reference regulatory report MFR # 3003306248-2024-00419.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.